Manufacturer narrative:
The reported inability to engage with the left ventricular (lv) pin port screw was confirmed in the laboratory. Visual inspection identified septum material inside the lv screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening/tightening the set screw.

Event description:
Related manufacturer reference number: 2017865-2021-27923. Related manufacturer reference number: 2017865-2021-27924. It was reported that the patient presented for a device upgrade. Post procedure, device interrogation revealed that the left ventricular lead was not capturing and the atrial lead was not sensing nor capturing. X-rays revealed that the leads had dislodged. The next day, the physician repositioned the leads and desirable measurements were obtained. Upon reconnecting the left ventricular lead into the port of the implantable cardioverter defibrillator, the set screw did not engage and would not tighten. The physician suspected the set screw was stripped. The device was explanted and replaced. The patient was stable throughout the event.